Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor of the small battery drive device stopped working in the middle of the surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Visual and functional assessments were performed on the device which determined that the device was functional, running rough and loud. Therefore, the reported condition that the device stopped working in the middle of the surgery was not confirmed and an assignable root cause was not determined. However, during service/repair, it was determined that both electronic control unit (ecu) and motor on the device had an unknown debris on them, and the unit¿s motor had worn magnets and signs of corrosion. It was further determined that other components on the device were also worn, corroded and had some debris on them. It was determined that these issues were consistent with improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Serial number: the device serial number was unknown in the initial report; therefore, the device manufacture date was also unknown. Upon receipt of the device, the serial number was identified as 1036. The device manufacture date was updated to 12/22/2003. The UDI has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.